Event description:
It was reported that the battery became hot and the battery compartment was corroded.

Manufacturer narrative:
It was reported that the battery was hot to touch. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation found that the pump powered up with audible tones and backlight; display screen was not perceptible. When tested, the power circuit did not draw excessive current. There was evidence of moisture, corrosion, and rust inside the battery compartment, on the battery cap ground hub, and on the positive side of the battery. There was no evidence of cracks in the battery compartment.